Event description:
Reportedly, the device was explanted after an implant duration of 2 months due to endocarditis. Per information received from the hospital by email: know from our infection control that a patient of freeman hospital has recently died with an infection which may be related to a heart valve implanted on (B) (6) 2009. Per the cer: aspergillus found on explanted valve during post mortum. Patient admitted many weeks post op -- visual [inspection] found defects -- prosthetic valve endocarditis -- dehiscence of valve -- patient died.

Manufacturer narrative:
No information has been provided regarding the initial patient condition prior to or during the implant duration of this device. No medication history has been provided other than that the patient had been anticoagulated with aspirin and there was no indication patient had been given antibiotics. Patient history, list of medications, operative report from date of implant, and pathology reports have been requested but not provided. Device will not be returned due to the infection. Customer letter will be provided at the conclusion of the investigation. Follow up with our microbiologist regarding this infection: aspergillus normally infects people who have compromised immune systems. There is information to demonstrate aspergillus is readily killed in glutarahdehyde and in (B) (4) [sterilization] processes. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances. This review supports our microbiologist's statement. Device will not be returned for evaluation.